Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure, lump/nodule-ndr.

Event description:
Patient's spouse reported right side "breaking down and has lump and also a possible bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device remains implanted.